Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and indicated leak caused level sense errors. Fse replaced the collar vacuum valve to resolve the issues. The customer performed quality control with no further leaks and no level sense errors. Instrument resumed operation. (B)(4).

Event description:
The customer reported observing reagent probe level sense errors and noticing a small leak under the reagent probe a on their unicel dxc 600 pro synchron clinical chemistry system. The customer confirmed three to five milliliters (3-5 ml) unknown fluid leak was contained to the reaction wheel cover. The customer wore gloves, a lab coat and glasses while troubleshooting. No one was exposed or harm or needed medical attention. No erroneous results were generated.